Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked display window, and cracked and bleeding lcd glass.

Event description:
It was reported that lcd screen on the customer's insulin pump was damaged. The insulin pump was in the customer's backpack, which was stepped on. The damage reportedly looked like a blood of ink and info on the insulin pump screen was only partially visible. The customer's blood glucose was 295 mg/dl. The customer was advised to discontinue use and revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.